Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 4x38mm synergy¿ drug-eluting stent was advanced to the lesion with the support of a guidezilla guide extension catheter. However, during placement, when the physician pulled the device back into the guidezilla, the stent came off the stent delivery system (sds). Subsequently, a smaller balloon was used to recapture the stent and a 3.0 emerge balloon catheter was threaded into the dislodged stent. The stent was then positioned into the lesion and was deployed successfully. Post-dilatation was performed with an nc emerge balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was fine.